Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the right ventricular (rv) lead exhibited unstable thresholds, loss of capture and dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.